Manufacturer narrative:
(B)(4).

Event description:
It was reported that abrasion was noted under fluoroscopy on the right ventricular lead. The lead remains implanted. The patient will be followed normally.

Event description:
New information received indicates that patient presented in clinic during follow-up. Slight externalization was observed under fluoroscopy. No electrical anomalies were noted. The patient will continue to be followed with routine follow-up.